Event description:
It was reported that the right ventricular (rv) high voltage lead triggered an alert for high defibrillation impedance. The right ventricular (rv) pacing lead exhibited out of range (oor) impedance. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) high voltage lead triggered an alert for high defibrillation impedance. The right ventricular (rv) pacing lead exhibited out of range (oor) impedance. Both leads remain in use. No patient complications have been reported as a result of this event.